Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold measurements of 7.5v at 2.0ms. The following facility believed this observation had been contributing to the accelerated battery depletion of the implanted (B)(6) cardiac resynchronization therapy pacemaker (crt-p). As a result, it was decided to explant the crt-p device and downgrade to a pacemaker, as the patient no longer requires lv pacing. No additional adverse patient effects were reported. The lead was capped and abandoned in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).